Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The anesthesiologist was in the middle of an epidural placement when the syringe broke. Following the syringe breakage a new kit was opened and the epidural was completed without any further complications and the patient was left in stable condition. Further information indicates that the provider had the syringe up to the patient's back attached to the needle and was attempting to push fluids through when the tip broke off.

Event description:
The anesthesiologist was in the middle of an epidural placement when the syringe broke. Following the syringe breakage a new kit was opened and the epidural was completed without any further complications and the patient was left in stable condition. Further information indicates that the provider had the syringe up to the patient's back attached to the needle and was attempting to push fluids through when the tip broke off.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported that the lor syringe broke during use. The customer returned one glass lor syringe and lidstock (reference files (B)(4)). The returned syringe was visually examined with and without magnification. Visual examination revealed that the metal tip is broken from the barrel (reference (B)(4)). No corrective action is needed at this as the root cause for this complaint investigation was undetermined. The reported complaint of a broken lor syringe was confirmed based upon the sample received. Visual examination revealed that the metal tip is broken from the barrel. The potential cause of this complaint could not be determined based on the damaged observed to syringe and the information provided. The investigation found no evidence to suggest a manufacturing related cause; however, shipping and handling could not be eliminated as a potential cause.